Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Concomitant products: smart touch catheter, model and lot numbers unknown. This stockert was manufactured before september 24, 2014, therefore no UDI is applicable for this product with serial number (B)(4). Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a stockert generator where the remote became unresponsive and unable to stop the application of radio frequency (rf) energy. It was noted that when the remote stopped responding, the lights remained on, but the buttons would not work. The application of rf energy was stopped on the generator itself, and it was then found that setting changes could not be made on the generator either. Both the generator and remote were rebooted, after which the case was able to be completed without any patient consequences. The generator was in power control mode at the time of the event, but the power settings, cut off values and temperature/impedance readings are not known. It was noted that the foot pedal was not connected to the generator during the event. If ablation cannot be stopped as needed, the potential risk for perforation and heart block is high. As a result, this issue is MDR reportable.

Manufacturer narrative:
(B)(4). It was reported that a patient underwent an ablation procedure for atrial fibrillation with a stockert generator where the remote became unresponsive and unable to stop the application of radio frequency (rf) energy. The device was rebooted and no errors were found. Service was declined, so the unit was not shipped for investigation. As a result, the complaint cannot be confirmed. A device history record (DHR) review verified that the device was manufactured in accordance with documented specification and procedures.